Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure had 5 bad slides. The customer reported that issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure had 5 bad slides. The customer reported that issue occurred when dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 enhanced full height cubie drawer in auxiliary was pulling out too far. A field service engineer replaced the bad slides to resolve the issue. Ran the diagnostics acceptance test and the drawer was passed in it. The system functioned as intended after the field service engineer repaired the device.